Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used.. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent a revision of eroded mesh by the implanting surgeon in (B)(6) 2012. On (B)(6) 2012, the patient underwent an explant of eroded mesh due to infection, pain and recurrence of urinary incontinence and a replacement with unknown product was performed. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion patient experienced pain, erosion, extrusion, infection, urinary problems, bowel problems, recurrence, dyspareunia, vaginal scarring, and rectal pain. The patient underwent mesh revision in (B)(6) 2012 and mesh removal on (B)(6) 2012. (B)(4).

Manufacturer narrative:
It was reported that the patient underwent additional sling implantation on (B)(6) 2012 concurrently with removal of sling. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2015-12200. The same patient is represented in each medwatch.